Manufacturer narrative:
Concomitant medical products:¿ (B)(4), (B)(4), gps implant kit v2, (B)(4), 320-36-00 , 145-deg pe 36mm hum liner +0, (B)(4), 320-10-00 ,equinoxe reverse tray adapter plate tray +0, (B)(4), 300-01-09 , equinoxe, humeral stem primary, press fit 9mm, (B)(4), 531-55-88 , ergo gps 3.2mm drill kit sterile, (B)(4), 320-20-00 - eq ,reverse torque defining screw kit, (B)(4), 320-20-26, eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(4), 320-20-26 - eq, rev compress screw lck cap kit, 4.5 x 26mm, (B)(4), 320-31-36, glenosphere, 36mm, (B)(4), 320-20-30 , eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(4), 531-78-20 , shouldr gps hex pins kit, (B)(4), 320-15-05,eq rev locking screw, (B)(4), 320-20-18 ,eq rev compress screw lck cap kit, 4.5 x 18mm.

Event description:
It was reported via clinical study that post-op the 69 yo female patient experienced a scapular spine fracture (type 3) without specific known event that was diagnosed during routine follow-up. There was no revision. Gps was used in the initial implant procedure. Patient was advised to resume sling for 6 weeks. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely related to device and definitely related to procedure.